Event description:
Event description boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) reached end of life (eol). Premature battery depletion was alleged. The device was explanted and replaced.